Event description:
It was reported that the user and school nurse observed recurring alert 39 (insulin shaft encoder failure) and alert 67 (vbuck boost over/under voltage) on an ilet despite three restarts, with dexcom g7 in use and no impact to blood glucose. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed a mechanical problem identified, consistent with the reported insulin shaft encoder failure and power regulation fault. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.